Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to dislodgement. The lead would not stay in the target vessel despite three tries. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.